Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its device was not detected on device. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6), was performed from the date of manufacture, 04-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer two ¿ one was unresponsive. A field service engineer (fse) checked the drawer connections and cleared debris. The drawer was then tested, and the station was rebooted. The drawer came back up and was operational. The customer verified the inventory drawer and was satisfied with the results, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h imdrf annex codes. This supplemental MDR was submitted to reflect the correct imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its device was not detected on device. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.